Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round spectrum 425cc saline breast implants, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc saline breast implants which the left side deflated after implantation. The patient seen by doctor for left side deflation. As a result, patient scheduled for explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that there was bilateral breast deformity. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3503001bc, serial number (B)(4), and left replaced with catalog number 3503001bc, serial number (B)(4). This report is for the left side. On 5/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During evaluation of the sample, it was observed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).